Manufacturer narrative:
There are no additional device identification numbers. The investigation by ge healthcare has been completed. The log from the site did not indicate there was any system failure during the patient scan. The system operator is responsible for providing the hearing protection. In this case, hearing protection was provided and placed by the patient. The system acoustic level was tested to meet local regulations. All data reviewed indicates that the system was operating normally and within performance specifications. No further actions are planned at this time.

Event description:
It was reported that a patient underwent an MRI. After the exam, the patient stated that her hearing seemed muffled. She called several days later and said that the left ear seemed better but the right ear was still muffled. The radiologist told her to give it more time. She saw an ent, had a hearing test, and was diagnosed with a deficit in the right ear. The patient's hearing has not returned to the same level as prior to this recent MRI.